Manufacturer narrative:
(B)(4).

Event description:
It was reported that during am implant procedure, the physician noted that there was a gap of approx 1 mm between the end of the lead and the connector in the header block. High impedances were measured. He noted that the leads looked perfect in the stomach and was reluctant to replace the leads, so he replaced the neurostimulator. The leads then went in the device and impedances were noted as okay (700 ohms). Add'l info was requested.